Event description:
It was reported that, "as per surgeon, loose tibial component. Replaced with scorpio ts tibial tray, stem and cr insert."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. The x-rays and medical records were requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.